Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k222591. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported after using bd bactec¿ plus aerobic/f culture vials (plastic) there was biological contamination seen in one sample identified as sphingomonas paucimobilis. No adverse impact was reported regarding the patient or user. This is report 3 of 3.